Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump alarmed compromised force sensory system. Insulin also kept squirting out. Customer changed the reservoir and infusion set and anomaly persisted. Customer's blood glucose was unknown. The device is not returning for further analysis.